Event description:
The customer returned the Bronchovideoscope to the service center for a separate issue. During the device analysis, it was found that there was a chip on the adhesive for the bending section cover or distal sheath. There was no patient involvement.

Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.The device was returned to Olympus for inspection. A definitive root cause could not be identified.Reasonably known information suggests probable causes such as Material problems like: Degradation. Mechanical problems like: Device Migration; Stress; Wear and Tear; Leakage; Lubrication.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.